Event description:
It was reported that during a lap cholecystectomy procedure, clip seemed to not adhere and would remain in applier upon removal from vessel. No patient consequence. Was able to complete case with same instrument.